Manufacturer narrative:
Trackwise ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. Metal heater wire was coming apart. No pieces actually broke off in leg. It was noted to be ¿falling apart ¿ thus it was removed from the field as a precaution. No additional incisions required. No procedural delay.

Event description:
N/a.

Manufacturer narrative:
(B)(4).